Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "keeps alarming" was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted main batteries. The main battery was replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required..

Event description:
The facility reported a colleague infusion pump with a malfunction of "keeps alarming." This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known that it occurred in the emergency room. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.